Manufacturer narrative:
Device will not be received. Assistance used the wrong contra angle(6:1), therefore the customer assumed that according to the wrong contra angle the file breakage happened. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device was not returned for evaluation. However, the serial number was provided and a DHR review is planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc direct contra angle was involved for a file breakage; no injury resulted.